Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a leaking episode. They charged the ins last sunday and wanted to know if the battery could have depleted. They were charging at the time of the call and the screen said therapy was on. Patient services reviewed that if the ins had depleted therapy would off. The patient said they were still leaking at night and patient intends to discuss with their healthcare professional (hcp) at follow up appointment next week. The patient said they weren't feeling stim. Patient services reviewed that when patient was finished charging their ins they could increase stim. The patient was redirected to their healthcare provider to further address the issue.